Event description:
It was reported that the pacer dependent patient presented for a pulse generator firmware upgrade. During the process, the patient experienced loss of pacing for 5 seconds and light headedness. The device exhibited expected backup vvi operation. During attempted reload, the device exhibited several error messages. The device also exhibited diagnostic anomalies. The device was able to be upgraded. The patient recovered.